Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, moderately calcified, concentric, de novo distal left anterior descending coronary artery that was 75% stenosed. A 3.0x08mm nc traveler rx balloon dilatation catheter (bdc) ruptured during the first inflation at 8 atmospheres for 30 seconds. The bdc was replaced with a same size non-abbott nc bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.